Manufacturer narrative:
During our examination, we were able to detect a smooth cut edge and a rupture on the catheter. Bringing the two separate pieces together shows that no part is missing. How the second rupture occured is not clear to us at the time of the investigation. The irregular cutting edge indicates that the catheter was exposed to a sharp object with significant force. Testing catheters under tension to the point of tearing shows a raw and uneven surface. Prior all shipments of products with catheters a tension test is performed, which was documented in a final documentation. The returned product passed a successfully test. So, we can exclude the presence of a defect at the time of delivery, since the final documentation proves a successfully completed test. We would also like to draw your attention once again to the 'safety measures and contraindications' section of the IFU sent with the product, where it is pointed out that caution should be exercised when using sharp devices while handling the catheters. The examination of the return has been completed with the drafting of this report.

Event description:
The sample was sent in and could finally be investigated. No patient harm/involvement was reported

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that upon opening the packaging of the progav 2.0 shunt system (#fx434-t), it was detected that the tube was broken. A patient injury was not reported.